Event description:
Patient presented to the physician with ongoing pain at the chest incision site. Physician brought the patient into the or, removed the entire inspire system, flushed the incision sites, and closed.